Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. It was reported that the device was prepared inside of the patient anatomy. It should be noted that the coronary dilatation catheters, nc traveler rx, instructions for use (IFU), states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately tortuous and heavily calcified lesion in the mid left anterior descending artery. The 3.0x15 nc traveler balloon dilatation catheter was prepared for use inside the patient anatomy. During the first inflation, the balloon ruptured at 18 atmospheres. The device was exchanged for a new one and the procedure was completed after deploying a stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.